Event description:
The complainant reported that during impella cp implant procedure for 69-year-old patient, the impella ruptured in two pieces. There were no delivery issues prior to the damage but the vessels were noted to be tortuous. The device was removed as a result of the issue. There was no reported patient injury.

Manufacturer narrative:
The impella device was received from the customer on 01-may-2024 and therefore, an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the product damage (detached inflow/outflow - great vessel) issue has been completed since the original report was filed. The pump was returned for investigation. Visual inspection found that pump had inflow cage detached from cannula with detached tip at tip of introducer sheath and nitinol coil stayed connected to the rest of the pump and was stretched through the introducer. Clinical details noted that patient had known cad and tortuosity. The root cause of the inflow cage and pigtail detachment was due to use with excessive force. The root cause of the introducer damage was due to patient's tortuosity.